Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set became disconnected from the patient line of the homechoice cassette during peritoneal dialysis therapy. The patient was in drain two of four at the time of the reported event. The patient was not aware of how they became disconnected since they were asleep at the time. The patient ended the therapy so they could start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.